Event description:
It was reported that the 9800 system is not receiving any images. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera assembly. The system was tested and found to be working as intended and placed back into service.